Event description:
It was reported that a spectrum infusion pump alarmed door not fully latched in the general care area. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the door not fully latch alarms, determined to be caused by a loose link screw. The link screw was adjusted during evaluation with the door operating as expected. The link screws were replaced.